Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Entire string came out of the cotton of the tampon, leaving it stuck - vagina [foreign body in reproductive tract] on the first pull the entire string came out of the cotton of the tampon, leaving it stuck [complication of device removal] sore - vagina [vulvovaginal pain] the string wasn't braided, it was just a bunch of very thin threads hanging from the bottom of the tampon [device physical property issue] a string or 2 would completely come off before I could remove the whole thing/ entire string came out of the cotton of the tampon / tampon fell apart [device breakage] case description: consumer contacted via e-mail and stated that she was having issues getting the tampons out because the string wasn't braided, it was just a bunch of very thin threads hanging from the bottom of the tampon and a string or two would completely come off before she could remove the whole thing. Then she had one that on the first pull the entire string came out of the tampon; it fell apart. No serious injury was reported.